Event description:
It was reported by an attorney that a patient underwent a robot-assisted hysterectomy with uterine morcellation on (B)(6) 2011. The patient was diagnosed with leiomyosarcoma five months later, at the time of a second laparotomy on (B)(6) 2011. The patient died in (B)(6) 2011. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a total laparoscopic hysterectomy/bso on (B)(6) 2011 to remove a fibroids notes to be 20 weeks in size. The surgeon attempted to morcellate the uterus and used to morecellators, and then the rot-cut storz morcellator. The fibroids were calcified and the morcellation could not be performed. Morcellation was attempted through the vagina but unsuccessful. A small suprapubic incision was made large enough to admit an alexis protractor and the uterus and fibroids were morcellated. The pelvis was irrigated, hemostasis was achieved. Drain was brought out through the robotic trocars. The fascia and vaginal cuff were closed; subcutaneous was closed, and skin was closed with steri-strips. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.